Event description:
It was reported to medtronic neurosurgery that the patient underwent a revision surgery because their shunt was overdraining. The patient's shunt was replaced with a strata ii shunt assembly.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.